Event description:
(B)(4) - vantage (B)(6). It was reported that on (B)(6) 2024, a large flexnav delivery system was selected to implant a device. Heparin administered during procedure.last act was before to delivery system removal at 09:45 and act value: 266. After procedure ,femoral artery was closed with closure device. On (B)(6) 2024, patient came back to hospital due to pain in his right leg since discharge and fever. This could be due to the femoral artery pseudoaneurysm post implant. Computer tomography confirmed retroperitoneal hematoma without any sign of infection. No treatment was provided, the patient is stable.

Manufacturer narrative:
An event of pain, bleeding and infection few days after the procedure was reported. A returned device assessment, to see if there was any damage or anomalies which could have contributed or caused damage at the access site could not be performed as the device was not returned for analysis. Field suspected that this could be due to the femoral artery pseudoaneurysm post implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a